Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. Attempts are made to obtain it. H3 other; h6 codes b20, c21, d16: the device remains implanted in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date, a 50-year-old male patient underwent a revision procedure after a previously aborted very large aortic aneurysm, which had the diameter size of 9.5 cm. Reportedly, the patient had marfan syndrome. A g-branch thoracoabdominal aortic stent-graft system (lifetech scientific) was implanted as the aortic main body for treatment of the aortic aneurysm, with unsuccessful bridging of the celiac trunk and the superior mesenteric artery (sma). On an unknown date three weeks later, during a repeat intervention successful connection of the sma was achieved; however, connection of the celiac trunk failed again. On (B)(6) 2026, a 10 x 100 mm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted. During this procedure a rosen guidewire (cook medical) was used; through arm access with a 12fr introducer sheath (unknown manufacturer). When the release of the viabahn stent was initiated, it was seen that it was too short in the target vessel and slipped out. The viabahn stent remained in the patient's aneurysm sac. The reason for the slipping out of the viabahn stent is assumed to be that it did not go far enough into the target vessel. Therefore, it was decided to use another viabahn stent of the same size. The second viabahn stent, of the same size, was advanced into the celiac trunk, but deployment was not possible. The deployment line could not be withdrawn and became stuck approximately halfway to the catheter tip. As a result, the viabahn stent was repeatedly pulled out of the target vessel. Subsequently, thromboses were observed at the ostium of the celiac trunk, and no further attempts were made. According to the physician, the patient is likely stable, as perfusion via the sma is considered sufficient. On the thromboses caused in the celiac trunk, the physician suspects manipulation by the viabahn stent in the ostium, but through the action of the physician.